Manufacturer narrative:
No radiographs were provided to confirm event. No product was returned. No information was given on instrumentation involved. Patient noted to be a very thin female. No notification of failure related to any nuvasive devices were noted. Labeling review: potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves; pulmonary emboli; loss of sensory and/or motor function; impotence; and permanent pain and/or deformity. Rarely, some complications may be fatal. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s). Loss of fixation. Nonunion or delayed union. Fracture of the vertebra. Neurological, vascular or visceral injury. Metal sensitivity or allergic reaction to a foreign body. Infection. Decrease in bone density due to stress shielding. Pain, discomfort or abnormal sensations due to the presence of the device. Nerve damage due to surgical trauma. Bursitis. Dural leak. Paralysis. Death. Still in-situ.

Event description:
On (B)(6) 2015 a female patient underwent a xlif procedure on the right side with no problems or issues noted at time of surgery. Post-operatively the patient complained of abdominal discomfort for which a laparotomy was performed. During the procedure a 5mm hole was discovered in the ascending colon which was cleansed and sutured. Patient condition improved. No additional patient injury reported.